Event description:
During a code red trauma, mass transfusion was ordered on the patient. The belmont rapid infuser malfunctioned and did not infuse blood as needed for the patient's care efforts. Instead, the belmont rapid infuser would only alarm high pressure and stop every few seconds.